Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was returned for evaluation. The investigation was confirmed for the alleged break and leak. The root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model dr4064, pta dilatation catheter allegedly experienced a break and a leak. This information was received from a single source. This malfunction involved a (B)(6) year old male patient weighing (B)(6) kgs, there were no consequences to the patient.